Event description:
It was reported that the patient experienced hypoglycemia after a lunch meal announcement while using the ilet bionic pancreas, with a blood glucose of 52 mg/dl following an insulin dose of approximately 11.55 units that is typical for the patient¿s usual lunch; the caregiver was unsure whether the patient consumed the usual amount of carbohydrates. Symptoms included hypoglycemia. Outcomes included oral glucose administration and subsequent recovery to a blood glucose of 126 mg/dl, with no alerts or alarms and no healthcare facility admission. Investigation included review of the device report and user education on appropriate meal announcements when intake is less than usual. Investigation of this case revealed that hypoglycemia occurred with an unclear cause, and user factors related to meal size variability were discussed. It was concluded that the device was functioning as expected and that the event was likely related to underconsumption relative to the announced meal size, though the exact cause remains unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.